Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that (2) ar-9145-36 arthrex universal glenoid¿ peripheral locking screws wouldn't lock. This occurred during a revers total shoulder on (B)(6) 2024 when they were putting them in, they wouldn¿t lock. The screws were removed and the case continued using other ar-9145-36 arthrex universal glenoid¿ - peripheral locking screws. There was no harm to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.